Manufacturer narrative:
Insulin pump received with detached end cap noted. Unable to perform displacement test due to detached end cap.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the bottom portion got removed when pulling out a belt clip. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.